Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the keypad buttons were under responsive during the suspend/resume operation. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/07/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 02/22/2016 with the following findings.on investigation, the alleged keypad tactile issue was not duplicated. The pump powered up to the display screen with auditory and vibratory features. The keypad cover was undamaged and all the buttons responded properly. Removal of the keypad cover did not find any anomalies with the button contacts. Pump casing was opened and the keypad connector wire was found to be securely seated in the connector. Unrelated to the complaint, battery compartment cracks were found at the threads to the left of the grip pad, at the threads above the grip pad and at the case seal to the left of the grip pad.